Event description:
Device appears to be under sensing on the atrial lead noted on stored egm# 18125,18120 resulting in false termination of at/af detection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).